Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer had a motor error alarm on the insulin pump. Customer's blood glucose was 14 mmol/l. Customer stated that her blood glucose has been high. Customer decided to give herself a manual injection. Customer stated that the drive support cap appears normal. Customer was advised to return the pump with the battery and to zero out the basal rates. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.